Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: 7070395, batch: 7070395. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070412. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7071010.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. Imaging was taken which confirmed the leads migrated. The patient underwent a revision procedure in which all four existing leads were repositioned. The patient is doing well post operatively.